Event description:
It was reported that the patient experienced hemoptysis during cardiomems implant procedure. During procedure the physician struggled to get into the vessel and three different guidewires were used (thruway and platinum plus). The hemoptysis occurred prior to cardiomems insertion. Suction was required with mild excretion of blood. The procedure was completed and the cardiomems was calibrated successfully. The physician reported the guidewire to be the cause of the hemoptysis. The patient was kept overnight for observation. The patient is stable and has been discharged.

Manufacturer narrative:
The device was not received at the time of this report; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) preparations for use: 1. Inspect and prepare the catheter to be used according to the manufacturer's instructions. This includes flushing the catheter to be used with a saline solution. 2. If desired, carefully shape the guidewire tip according to standard practices to facilitate navigation through the vessels. 3. Use the guidewire introducer, included in package, to introduce the guidewire through a hemostasis valve or into the guidewire lumen of a catheter/sheath. Carefully advance the distal tip of the guidewire through the introducer. Remove the introducer by withdrawing it over the guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. This report is being filed as a good faith effort due to the report of a thruway guidewire being one of the three guidewires used during this case. Patient information was not available; therefore, part a could not be completed. The lot number for the device was not provided; therefore, section d could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. An attempt to gather further details to obtain the information was made; however, at the time of this report no further information has been received regarding this event. Should additional information be received, a follow up medwatch report will be submitted.